Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and found all 3 sensor needles were separated from the sensors. There was a complaint against the enlite sensor.

Event description:
Customer's trainer reported via phone call sensor serter anomaly. Trainer advised that 3 sensors were wasted and the serter was not functioning. Trainer advised the first 2 sensors had the needle hub stuck in the serter and when they pulled it away the rest of the sensors remained on the base. Trainer advised they put more pressure than usual and waited longer to pull the serter away. Trainer advised the sensor was properly loaded into the serter but during the release the green button of the serter does not work. Customer's needle housing cannot be removed from the serter device. Customer was advised that the sensors would be replaced and agreed to return the sensors for analysis.